Event description:
It was reported when using the bd pyxis¿ medstation¿ es fridge door would not open. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of the rehab 2 remote manager to open. A field service engineer replaced mini switch to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.